Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, erosion/extrusion, device was not explanted. Left rte was removed (2 cm) and replaced with 1.5 cm rte.

Manufacturer narrative:
According to the available information, the device was implanted on (B)(6) 2017 and was revised on (B)(6) 2018 due to erosion/extrusion. The device was not explanted and the left rte was removed (2cm) and replaced with 1.5cm rte. Attempts have been made to obtain additional information surrounding this event. However, additional information has not been received. If additional information becomes available, the complaint will be re-evaluated according to procedures. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4762055. The most likely root cause of the event cannot be determined at this time. If the device or additional information is received, quality will re-evaluate this event in accordance with procedures.